Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. Customer's blood glucose ranged from 432-433 mg/dl. The customer continued to use the pump for insulin therapy.